Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) with a high capture output. The patient experienced syncope with diaphoresis. The patient was admitted into the hospital. A local representative was paged to assess the device system. The lead was repositioned. The lead remains in use. No additional adverse patient effects were reported.